Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
An air leak was noted during a pfa procedure to treat af/afl. After transitioning from the veracross transeptal system (non-abbott) and after introducing the agilis 13 fr introducer, air was noted entering the sheath system. There was blood oozing from the entry valve. Afterwards, outside the body with saline, we were able to observe air entering the system. No catheters had been introduced into the sheath system yet. The sheath was exchanged and the procedure was completed with no adverse patient consequences.